Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: a review of the pump black box data revealed no pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. During testing, the pump powered on to a blank display; the pump¿s audio tones and vibrations were functional. The pump was not able to be adequately tested for the power issue due to the blank display screen. The display issue has been previously reported under report number 2531779-2015-15310. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.